Manufacturer narrative:
The device was not returned for evaluation. The olympus medical technical assistance center contacted the customer for troubleshooting; after customer reconnected the sdi cable, this issue was resolved. The customer also reported an error code n207 when attempting to transfer images. The technical assistance center advised the customer to delete the saved images and retry the transfer. The customer reported this issue was also resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported that the evis exera iii video system center would relay no image to the monitor. Additional details relating to the patient and the event have been requested, but no response has been received at this time. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the sdi cable being disconnected could not be identified. However, the issue was able to be resolved upon the reconnection of the cable. The event can be detected/prevented by following the instructions for use which state: [3.1 precautions for installation and connection] properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.